Event description:
It was reported that the battery cap was breaking on the insulin pump and the screen was scratched and had to be moved a certain way for him to be able to read information. Customer did not know how damage occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window. The insulin pump was returned without original battery cap.